Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date.(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary balloon was used during a tracheal stent placement procedure performed on (B)(6) 2017. According to the complainant, during unpacking, there was a deformation found on the device. When the balloon was attempted to be inflated for prior checking, it was difficult to inflate. It is unknown what part of the device was deformed. The procedure was completed with another cre pulmonary balloon. There were no reported patient complications as a result of this event.